Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. The investigation found no evidence of a bent, kinked, or damaged cannula. Initial attempts to retrieve the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The pod was connected to an external power supply to establish a connection with the master pdm. The download data showed that an 0x5f alarm had been generated by the pod, indicating an open ground at the hook switch. Investigation of the device found no damages or deficiencies that would contribute to the alarm. The exact cause of the 0x5f alarm could not be determined. The pod was connected to an external power supply to perform a rerun. Rerun of the pod did not replicate the 0x5f alarm, and no abnormalities were observed in the rerun data. The shelf mode current measured within specification. The timing and cause of the low battery voltages could not be determined, and it could not be conclusively determined if the low battery voltages contributed to the 0x5f alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 375 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient applied a new pod.